Event description:
The event involved a 5" (13 cm) appx 0.33 ml, smallbore bifuse ext set w/2 microclave, rotating luer where it was reported one of the multiple infusion joints is "not smooth". The nurse found that the microinjection pump instrument alarm was blocked and found that one of the infusion joints was blocked, and it was cleared after replacing the joint. The intention for use was for connecting with syringes and infusion sets and for intravenous infusion. There was patient involvement, but no harm reported.

Manufacturer narrative:
The complaint of no flow / cant prime on item 01c-c2202 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. E1 initial reporter facility name: (B)(6).